Event description:
Boston scientific received information that during pocket closure following implant of this cardiac resynchronization therapy defibrillator (crt-d), the patient went into a slow ventricular tachycardia (vt) followed by pulseless electrical activity (pea). Cardiopulmonary resuscitation (CPR) was performed and was successful in obtaining a rhythm. An attempt was made to burst pace the patient out of the slow vt, however, was unsuccessful. A commanded shock was delivered and successfully converted the rhythm. It was noted that the patient's blood pressure was low and the patient was very sick with a low ejection fraction of 20 percent. The patient was admitted to the intensive care unit.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.